Event description:
It was reported the patient had a communication problem with their recharger. It was stated the last successful recharge session was three weeks prior to report. It was noted the patient began having trouble recharging since they had an ultrasound scan. The patient attempted to use the antenna locate feature and it was report a power on reset (por) message was displayed on their recharger which then lead to a normal recharging screen . Additional information reported that the patient¿s battery ¿went out¿ and they could not get the battery to charge. It was noted that the stimulator would not turn on.

Manufacturer narrative:
(B)(4).